Manufacturer narrative:
Three days after the onset of peritonitis, treatment with ceftazidime was discontinued. It was reported that 24 days after the initiation of the vancomycin treatment began, therapy was to be completed. The patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis manifested by abdominal pain and cloudy effluent. The breach was further described as the patient did not wash their hands well before performing therapy. It was not reported if the patient was hospitalized for the event. On the same day as the onset, patient began treatment with vancomycin (2g and during the extraneal exchange at night) and ceftazidime (1g and during the extraneal exchange at night), intraperitoneally for the peritonitis. The patient¿s outcome was unknown. Pd therapy was ongoing. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.